Event description:
When plugging in the tacticath catheter, it was found that there was no force measurement on the catheter. Reconnecting all connections, restarting the tactisys and the procedure did not solve the issue either. Subsequently, the tactisys was replaced, but still without solution. In precision, the error was displayed that the catheter is only approved for one-time use, although it was reopened. Replacing the catheter also did not solve the issue , both with the newly connected tactisys and with the old tactisys. The problem was not able to be resolved in this procedure. However, in a following procedure, the tacticath catheter was displayed normally again with contact pressure, with no further changes being made to the system after the first procedure. The tacticath was always outside the patient during the troubleshooting. There were no negative consequences for the patient or the procedure as a result of the event.

Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.